Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer wasted a reservoir this morning while changing the infusion set due to a no delivery alarm that was received while priming. Customer's blood glucose level was 8.3 mmol/l. Customer stated that she cannot call to troubleshoot because it affects her health and she cannot be without insulin for 15 minutes. Customer stated that it has nothing to do with her infusion set and the issue was with the reservoir. Customer wanted the reservoir replaced. No further details given.